Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, olympus could not presume the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported complaint could not be confirmed. During evaluation, dust was observed inside of the device and was cleaned by the engineer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image of the xenon light source was intermittently bright and dark. The issue was found during preparation for use for a therapeutic, hysterotomy procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.